Event description:
It was reported the device will not stay on. Follow-up information received stated there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found the device would not power up. The cause was the main pcb (printed circuit board). The ring cover, battery drawer, and battery drawer o-ring were also contaminated. The lower case and side bail covers were broke.